Event description:
The caller reported a malfunction on the pump, and there was no information available regarding the impact on the customer's blood glucose level. Technical support instructed the customer to call back with a charging cable to reset the malfunction code since the customer was unable to do so at the time due to the absence of a charging cable and no verified pump serial number. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.